Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The international customer reported that when touch panel was pressed on the display, it didn't respond correctly besides the different remote portion responded. The physician tried to change its settings, but was unable to do that because touch panel didn't work correctly, besides responded different position when he pressed it. Biomed tried to improve the situation, unsuccessfully. Since the patient's condition was improving, the unit was used continuously. The unit was being used on a patient at the time the reported issue occurred; however, there was no adverse patient effect.

Manufacturer narrative:
The unit was received at the international service center. The technician confirmed the report of touch panel didn't work correctly. To prevent failure, touch panel was replaced. Unit was checked overall, cleaned, run in tests and functionally tested. Unit was checked overall, cleaned, run in tests and functionally tested.